Manufacturer narrative:
E1- initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned the conclusion code of unintended use error caused or contributed to event following a review of the reported event details, available information, and product record review. Based on the reported information, the reported event likely occurred as a result of factors encountered during handling. The event can occur during unpacking from unintended inappropriate use during interaction between the user and device.

Event description:
It was reported that device detachment occurred. A 6f guidezilla ii was selected for use. After opening the package, the tip connection of the extension catheter was found to be broken. There were no patient complications. It was further reported that the procedure was completed with another of the same device.

Event description:
It was reported that device detachment occurred. A 6f guidezilla ii was selected for use. After opening the package, the tip connection of the extension catheter was found to be broken. There were no patient complications.

Manufacturer narrative:
E1-initial reporter phone:(B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned the conclusion code of unintended use error caused or contributed to event following a review of the reported event details, available information, and product record review. Based on the reported information, the reported event likely occurred as a result of factors encountered during handling. The event can occur during unpacking from unintended inappropriate use during interaction between the user and device.

Manufacturer narrative:
(B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that device detachment occurred. A 6f guidezilla ii was selected for use. After opening the package, the tip connection of the extension catheter was found to be broken. There were no patient complications.